Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device pump was in factory spec for accuracy, also the calibration was in spec. The customer reported condition was not confirmed. No fault found. Manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
It was reported that the smiths medical medfusion syringe infusion pump needed calibration, not infusing correct amount. No patient involvement.